Manufacturer narrative:
Date sent to the FDA: 11/07/2007. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During the procedure, when the surgeon pulled the release wire on the patients right side, the wire continued to pull back past the normal stop position so that it separated from the device. Once the release wire was no longer attached, the purple finger pad also came apart from the introducer. The procedure was successfully completed with a second device with no adverse patient consequences.